Event description:
It was reported that while preparing for surgeon use navio will not show the splash screen when powered on, so it is unable to check the software edition. Tried updating to 7.0 software and was not able to do so or get past the black screen with blinking white dash in the upper right corner. No patient involved.

Manufacturer narrative:
H10: the navio surgical system logs, intended for use in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if there was an issue with the computer. If the system logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.